Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried tissue was noted in the helix housing. After removing the dried body tissue, the helix mechanism was functional however the helix was stretched and could no longer be fully retracted into the housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to high threshold measurements, high out-of-range pacing impedances and high out-of-range shock impedances. Attempts to reposition lead were unsuccessful due to helix issues. The lead was explanted and replaced without incident. The patient had complained of chest pain during the procedure. An echocardiogram confirmed the patient's heart wall had been perforated. No further intervention was required and the patient is in stable condition.